Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that they had unexplained low blood glucose. Customer stated the insulin pump was not giving insulin when the customer required it. The customer stated their blood glucose was 95 mg/dl earlier in the morning. The customer's blood glucose rose to 231 mg/dl shortly after. The customer also reported experiencing high blood glucose between 300 mg/dl and 400 mg/dl. The customer's current blood glucose was 164 mg/dl. The customer was unable to troubleshoot for the insulin pump at the time of the call. The insulin pump will not be returned for analysis.